Event description:
On (B)(6) 2023, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Originally, the patient was scheduled to start duodopa therapy in (B)(6) 2023, but his abdomen was not accepting the peg. A laparoscopic procedure was performed on (B)(6) 2023 to insert the peg, but an unknown event occurred during the procedure and the patient passed away. Multiple attempts were made to obtain additional information without success. It was unknown if the device had yet been implanted at the time of the unknown event, but contribution to the patient's death could not be ruled out. It was also not known if there was abbvie tubing involved. This event has been reported conservatively.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed. H6 code of 4581 was chosen to capture the event of "event during the procedure." If any further relevant information is identified or obtained, a supplemental medwatch will be filed.